Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 25-may-2023. H.6. Investigation summary: bd received 100 samples for investigation. The samples were evaluated by functional testing and the indicated failure modes for underfill and tube push off with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was whole tube push off non-patient end of needle and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the bd barricor lithium heparin 4.5ml tubes are pushing off the holder and losing their negative pressure."

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was whole tube push off non-patient end of needle and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the bd barricor lithium heparin 4.5ml tubes are pushing off the holder and losing their negative pressure."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.